Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders are not crossing over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients as the user had to get medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were being received by the es server but were not being processed. A technical support specialist (tss) attempted to access securelink, but the account was disabled, preventing remote access to the server. Contacted the it help desk to re-enable access. Once access to securelink was restored, tss dialed into the application server psh01cen1peapp2. Upon investigation, the issue was traced to the maximum number of processing messages being reached, to resolve the issue, restarted the pyxis external inbound processors service, which allowed cce messages to begin processing again. The message queue was up to date, and the issue appears to be resolved. Finally, tss contacted the case contact and confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders are not crossing over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients as the user had to get medication from the pharmacy. There were no adverse events or injuries reported based on this event.